Event description:
A report was received that the patient was experiencing pain, discomfort and a pinching sensation at the ipg pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was experiencing pain at two different pain sites. The patient was experiencing a pinching sensation at the ipg pocket site. This sensation resolved after the ipg was replaced. The physician does not know why the patient was experiencing the pinching sensation. The patient also experienced a new pain that was between the upper incision site and the ipg site. The physician feels that this new pain was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #:sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain and pinching sensation near the battery site. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was experiencing pain, discomfort and a pinching sensation at the ipg pocket site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the entire scs system was replaced for better coverage. The patient was doing well post-operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.